Event description:
Additional information was received from a device manufacturer representative (rep). The patient was receiving effective therapy.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. On (B)(6) 2016 the patient was having a full system replacement due to a malfunction of the catheter. The patient was 2 years from a pump replacement. The patient experienced a loss of therapy. Additional information was requested regarding patient information, drug information, patient medical history, troubleshooting performed, and the cause of the catheter malfunction. A supplemental report will be submitted if additional information is received. Additional information from the company representative indicated that information was initially received from the healthcare provider. The pump was used to deliver baclofen 2000mcg/ml at a dose of 1200mcg/day. At the time of the event the patient was also taking oral baclofen. Medical history was not provided. In regards to troubleshooting, the catheter was aspirated and the fluid came out bubbly. The cause of the catheter malfunction was reported as multiple revisions with an older model catheter. As of (B)(6) 2016, the new pump was programmed to simple continuous mode delivering baclofen 500mcg/ml at a dose of 300.21mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. Product ID: 8709, serial# (B)(4)implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml; the type, dose, and lot number were unknown by reporter) via an implanted pump. The indication for pump use was intractable spasticity and post spinal cord injury. The patient's medical history and concomitant medications were unknown by the reporter. On (B)(6) 2016 it was reported that the patient had a return of spasticity and his spasms returned; the reporter was unsure of the date. The pump logs were normal. During a cap (catheter access port) study the physician was able to aspirate a little fluid; the dye study was inconclusive per the physician. They were suspecting some issue. The plan was to replace the catheter and pump very soon. The onset date, additional details regarding the medication in the pump, the patient's other medications/pertinent medical history , the cause of the event, actions/interventions taken, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.